Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Initial reporter facility: (B)(6). Investigation summary: it was reported there were defective, discolored and loose particles. To aid in the investigation, fifteen samples in sealed packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed and seven syringes show discoloration or embedded degraded resin. No other defects or imperfections were observed. The two photos show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot number 1091352. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 50ml ll tip 1ml had foreign matter was damaged. The following information was provided by the initial reporter: it was reported defective, discolored and loose particles.